Event description:
The manufacturer service technician reported that the device had missing screw while it was serviced at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.